Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the event was unknown. On an unknown date,the patient was hospitalized for another indication. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, stat, discontinued) and amikacin injection (100mg, intraperitoneal, once a day, discontinued) for the event. On an unknown date, the patient recovered from peritonitis and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.